Manufacturer narrative:
The investigation into the reported leaking on the sidearm leak has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The root cause of the sidearm leak could not be determined since the device was not returned for evaluation. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 65 year-old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the purge sidearm was leaking. No further information was provided. There was no patient harm reported.